Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was implanted high. Severe paravalvular leak (pvl) was detected. Because the valve was fully deployed, it was decided to snare and pull this valve up into the ascending aorta. A second valve was then implanted at a depth of 8mm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device remains implanted. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).